Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture diagnosed by MRI and capsular contracture baker grade ii. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: no observed rupture on the device. Additional observations: yellow particles observed on the device. Deformation observed on the device.

Event description:
Device has been explanted.